Manufacturer narrative:
The damage observed on the device, in addition to the information provided by the user, suggests that the tip likely broke off due to external forces during the reprocessing.

Event description:
Broken tip: item returned to the or from aemp with a broken tip.